Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2nlbv serial# implanted: (B)(6) 2023 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and stated they were still having therapy issues, and they confirmed this was a continuation of their previously reported issues. The patient stated the incontinence was very, very bad. The patient stated they didn't have the urge when they had to void and wetting themselves. The patient stated they had x-rays and they were told the lead had moved. The patient stated they had had revision surgery, approximately eight months ago. Since the revision, the patient said they had reprogramming sessions and tried different medications. The patient stated they were redirected to contact the manufacturer for programming direction. When asked, the patient said they experienced about a 30% improvement in symptoms during the trial and with the implant they sometimes had that same amount depending on what they drank. The patient stated that if they drank anything with caffeine, their symptoms were worse. Therapy information and general programming guidance was reviewed with the pati ent. The patient connected and their current setting was 4.8 on program 4. The patient didn't know which other programs had been tried. The patient decided to switch to program 5 and adjusted the setting. The patient would monitor symptoms and would also keep track of adjustments. The patient was advised they had the option to receive custom program at a programming appointment at their physician's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back stating they were still not having good results since implant. Patient mentioned lead revision approximately the middle of 2024. Patient stated they had been on the same setting for a long time. During call, patient increased settings to a comfortable level and will monitor symptoms. Patient reported not being able to reach their doctor and that the doctor may not be there anymore. Patient was going to call and see if they can reach them.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that since implant, the stimulator was not working/not controlling their bladder symptoms. The patient reported that pretty shortly after they were implanted they felt the stimulation in their hip (patient confirmed specifically they felt it at the ins site) and not in the bike-seat. The patient stated they knew they were supposed to feel it in the bike seat but they hadn't ever felt it there, that they barely felt it. The patient stated they had a follow up with their managing health care provider (hcp). The patient stated they told their hcp at the appointment about where they were feeling the stimulation and they stated the hcp was concerned that it was displaced. The patient stated the hcp changed some settings around to a point where the patient felt the stimulation vaginally but now they were no longer feeling the stimulation vaginally and it was in their hip again (at the ins site). The patient stated their hcp wanted them to get an x-ray to help assess what was going on with the system and the patient stated they hadn't gotten around to doing an x-ray yet but they were going to go on monday (2023-dec-18). The patient was going to monitor their symptoms now that a change had been made but continue following up with their health care provider (hcp) to address their therapy concerns and feeling the stimulation at the ins site. The patient wanted to try to switch to another program so patient services walked the patient through connecting to their settings and the patient's therapy was on. They were on program 3. The patient then went to switch to program 4 but then they got an "error occurred" message. The patient had already confirmed hitting 'end session' so they couldn't read the full message but they restarted the application and was able to connect to see their settings again. They were still on program 3. The patient then switched to program 4 and was able to increase their stimulation to a level where they felt it comfortably in their "crack" and vaginal area.